Event description:
It was reported that noise was reported in the alternate vector as well as low amplitudes resulting in oversensing and inappropriate shock. The primary vector was going to be programmed. Additional information noted this patient had received another inappropriate shock due to t-wave oversensing and noise. Further information noted that the patient was going to be checked due to the smartpass filter turning off. Details regarding what causes the smartpass filter were reviewed by technical services (ts). No further changes were made and a possibility of implanting a transvenouis system was discussed if oversensing conditions persist. At this time the system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that noise was reported in the alternate vector as well as low amplitues resulting in oversensing and inappropriate shock. The primary vector was going to be programmed. Additional information noted this patient had received another inappropriate shock due to t wave oversensing and noise. At this time the system remains implanted.

Event description:
It was reported that noise was reported in the alternate vector as well as low amplitudes resulting in oversensing and inappropriate shock. The primary vector was going to be programmed. Additional information noted this patient had received another inappropriate shock due to t-wave oversensing and noise. Further information noted that the patient was going to be checked due to the smartpass filter turning off. Details regarding what causes the smartpass filter were reviewed by technical services (ts). No further changes were made and a possibility of implanting a transvenouis system was discussed if oversensing conditions persist. At this time the system remains implanted. No adverse patient effects were reported. Additional information noted this device was explanted and replaced. No additional adverse patient effects were reported.